Event description:
A-line tubing leaking at connection with inline syringe. Defective set sequestered, packaging discarded. [Redacted date] - sample retrieved; emailed ICU medical, requested an RMA/mailer. [Redacted date] - ICU med, ref# (B)(4); sample shipped fed-ex. Manufacturer response for arterial line tubing, (brand not provided) (per site reporter) [redacted date] - sample retrieved; emailed ICU medical, requested an RMA/mailer. [Redacted date] - ICU med, ref# (B)(4); sample shipped fed-ex.